Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed at 2mm proximal to the distal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found a kink in the hypotube. The kink was located at 41cm distal from the strain relief. No issues were noted with the tip section of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid-left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the pressure was increased, the pressure seemed to disappear. The balloon was inflated twice at 6atm and 8atm accordingly within 20 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid-left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, when the pressure was increased, the pressure seemed to disappear. The balloon was inflated twice at 6atm and 8atm accordingly within 20 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.